Event description:
Intermate sv 200 ml/hr by baxter. Ref 2 c1734k. Lot# 09n056, exp date 12/31/2012. Tubing broke off at distal end between clamp and distal end luer lock. So tubing is clamped off with about 1 inch tubing extending therefrom, but nothing else. So pt has no wing luer to connect to his/her IV line. Route: IV. Dates of use: 1 hour. Diagnosis or reason for use: md order for IV infusion.